Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad program administrator reported the pt had a full disconnect of the bend relief from the sealed outflow graft. No further details were provided to the manufacturer.

Manufacturer narrative:
The pt remains ongoing on lvad support. The manufacturer is attempting to acquire additional information from the hospital regarding the event. These reports of disconnection of the bend relief from the sealed outflow graft are being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.